Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open irritation under one of the ECG electrodes. The irritation was described as red and raw with broken skin. The patient's nurse placed a bandage on the affected area, but it did not help. The patient was provided with recommendations by the distributor for cleaning the electrodes and adjusting the garment. During a follow up call, the patient's husband reported that the irritation had improved. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.